Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron lx I 725 clinical system for two patient samples upon repeat, both samples resulted in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
This medwatch is for the aviva 535 system. Reference medwatch report with (B)(4) for the aviva 525 system.

Event description:
Customer reportedly received the following results on the aviva 535 system within 10 minutes: 155 mg/dl and 87 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 280 mg/dl (aviva 525) and 87 mg/dl (aviva 535). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.